Event description:
A surgeon reported having a pt with residual astigmatism following intraocular lens implant surgery. Additional info has been requested.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation; the device remains implanted. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the mfg documentation. Additional info was requested 01/07/2010 and 01/21/2010 by fax, mail and phone. A completed questionnaire has not been received. (B) (4). (B) (4). (B) (4).